Manufacturer narrative:
Approximate age of device ~ 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported that the patient expired due to complications following an ischemic bowel. Likely mesenteric artery occlusion. No explant or autopsy was performed. Vad operated as intended. No further information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.